Event description:
The plaintiff, alleges to developing serious, severe and permanent bodily injuries, including but not limited to, the development of latex hypersensitivity, asthma, respiratory problems, hives, dermatitis, diarrhea, vomiting, confusion, throat soreness, fatigue, extreme discomfort, depression and emotional distress. Additionally, plaitiff's spouse alleges loss of consortium.